Manufacturer narrative:
Additional info: microscopically examined set screw rod interface node and surface. Threads do not show evidence of cross threading. Set screw rod interface node deformation height (@ center), as well as surface witness marks are atypical of full seating of the rod, in comparison with a bench sample. Additionally, microscopic examination of the rmas head identified asymmetrical rod witness marks on the rmas crown, and is consistent with partial seating of rod within the rmas head. The above observations are consistent with incomplete seating of the rod at final tightening. Incomplete seating of the rod allows additional movement of the construct at fixation points, which can contribute to screw back out.

Event description:
It was reported that the patient underwent a posterior transforaminal lumbar fusion at t3-l4 to treat adolescent idiopathic scoliosis. It was reported that at a routine 2-month surgical post-op visit both a/p and lateral x-rays of the patient were performed and the rod at the most distal end of the construct on the patient's left side was discovered to have slipped approximately 75% of the way axially through the tulip head of the bone screw. Intraoperative x-ray images show that there was approximately 4-5mm of rod extending beyond the most caudal tulip head/bone screw immediately following original implantation. The set screw is currently still in place and does not appear to have backed out of the tulip head of the bone screw. The surgeon did not immediately operate to correct the issue but said he will continue to monitor the patient and will revise the construct if the rod slips completely out of the screw's tulip head. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.